Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor. The customer received unspecified low sensor scan results and experienced symptoms described as dizzy and "stumbling". The customer self-treated with orange juice and approximately 5 glucose tablets before presenting to the hospital. At the hospital an hcp administered insulin for treatment. Additionally, it was reported that a blood glucose reading of 160 mg/dl was received on the hcp meter compared to a sensor scan result of 52 mg/dl, although the timing of the reading in relation to treatment is unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor. The customer received unspecified low sensor scan results and experienced symptoms described as dizzy and "stumbling". The customer self-treated with orange juice and approximately 5 glucose tablets before presenting to the hospital. At the hospital an hcp administered insulin for treatment. Additionally, it was reported that a blood glucose reading of 160 mg/dl was received on the hcp meter compared to a sensor scan result of 52 mg/dl, although the timing of the reading in relation to treatment is unknown. There was no report of death or permanent impairment associated with this event.